Manufacturer narrative:
Manufacturing date: the manufacturing site reported that the manufacturing date for the device is september 11, 1998.

Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account and aligned total optical system including the tracker cameras. Confirmed and verified laser aspirator flow was set properly and aspirator nozzle was verified to be aligned properly. Performed iris checks at 1mm increments. Discovered it was slightly larger than expected by .05 mm on all cuts out to in and in to out although within specifications. Performed iris calibrations and verified new sizing were accurate as expected. Replaced l2 optic and rotated m2 mirror due to low l2 transmission. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient presented with central island post treatment. Report 1 of 2.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.